Event description:
Related manufacturer reference#: 1627487-2019-07270. It was reported the patient experienced ineffective stimulation from the scs system since implant. As such, the patient underwent surgical intervention where the system was explanted and replaced. Reportedly, effective therapy was achieved following the procedure and the issue is resolved.